Event description:
During implant, a loss of capture was observed in the right ventricle. The physician attempted to disconnect the right ventricular (rv) lead from the device but was unsuccessful. The event was resolved by explanting and replacing the rv lead and device. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the ventricular set screw was confirmed. Analysis revealed epoxy was observed in the ventricular connector block threads, which resulted in the reported stuck set screw event. The observed epoxy was caused by a manufacturing anomaly. The loss of capture problem occurred due to the need for lead repositioning, which the physician was about to perform when the stuck setscrew anomaly happened.